Manufacturer narrative:
Based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
The tp60 was fired, there were no staples. A second instrument was pulled to complete the case. No consequence to the pt.